Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, on (B)(6) 2021, the patient had a PICC tube indwelled, and the peripherally intubated central venous catheter was opened when changing the dressing for the patient. It was found that the central venous catheter could not be opened and closed normally, and was replaced immediately.